Event description:
It was reported that the relion insulin syringes 1/2ml 31 gauge, 8mm hub separates from the device. The following information was provided by the initial reporter: when he removed needle shield prior to injection, needle hub separated.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. (B)(6). Been used as a placeholder based on the reported phone area code. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. A complaint history check was performed and this is the 1st related complaint for needle hub separates on lot # 1242757. A review of risk management 150rmn-0001-16 revision 15 indicates that the potential risk of this specific reported incident (syringe, needle hub separates) was captured and addressed. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. A review of the device history record was completed for batch# 1242757. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200980101] noted that did not pertain to the complaint. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: embecta was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no CAPA/sa is required at this time.